Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Upon investigation, igbt q13 and diode d22 were shorted on the defibrillator pca and several components were thermally damaged on the defibrillator pca and computer/analog board. In addition, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the damaged connector was excessive force. The root cause for the shorted igtb and shorted diode could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to pass incoming functional testing.